Event description:
It was reported that the tip of the needle broke off at the notch during a rotator cuff repair. The needle tip was found by x-ray but could not be retrieved. No further pt info was provided and no add'l adverse consequences have been reported from the event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and review of the device history revealed nothing relevant to this event. Product history revealed that broken needles (not at weld) will typically occur if; the user applies excessive force while trying to pass the needle through too much tissue and/or the device tip unexpectedly strikes the pt's bone. The cause of this event, however, could not be determined from the info available and without device eval.